Manufacturer narrative:
The unit was not available to the manufacturer for evaluation as stated in the information provided since it was discarded by the customer. Therefore, the claimed condition was not confirmed.

Event description:
It was reported that the coaxial fan spray tips were being used in a procedure when they fell apart. It was confirmed that the tips did not fall into the surgical site. The procedure was completed successfully, with no patient or user injuries, and no adverse consequences.

Event description:
It was reported that the coaxial fan spray tips were being used in a procedure when they fell apart. It was confirmed that the tips did not fall into the surgical site. The procedure was completed successfully, with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed.